Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. A system log review was not performed since there is insufficient or unconfirmed event information. In section b3, there is insufficient information regarding the procedure date; therefore, the article publish date was used. Section b4 currently captures the date of the medwatch submission to FDA. The date that the literature article first came to the attention of intuitive was 31-oct-2025. In section d4, there is insufficient information to determine the specific system that was used during the procedures with complications, thus, a generic xi system was reported citation: chao, b. W., zhao, k., lee, m., lin, j. S., raver, m., stifelman, m. D., zhao, l. C., & eun, d. D. (2025). Patient-reported symptoms suggestive of vesicoureteral reflux after robotic ureteral reimplantation in adults. Journal of robotic surgery, 19(1), 158. Https://doi.org/10.1007/s11701-025-02310-8.

Event description:
A review of a literature article, "patient-reported symptoms suggestive of vesicoureteral reflux after robotic ureteral reimplantation in adults" was performed. A retrospective review of 95 patient from a multi-institutional database of collaborative of reconstructive robotic ureteral surgery (corrus) concerning robotic ureteral reconstruction was performed. The median age at time of surgery was 56.0 years with a median body mass index (bmi) of 27.3 kg/m2 (23.6-30.0). Most of the patients were female (61/95, 64.2%). The article noted that during the da vinci surgeries, 3 patients suffered intraoperative complications; 2 patients had a postoperative complication of clavien-dindo grade >2 within 30 days of surgery with no other details. There were no specific da vinci device malfunctions reported, and no indication that intuitive surgical, inc. (Isi) products caused or contributed to any adverse event. Isi has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.